Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with an unresponsive act button due to corroded keypad traces. The pump also had a cracked case at the display window corners and belt clip slot.